Event description:
Balloon - unable to deflate. A wound nurse reported that the balloon did not inflate. The wound nurse tested the balloon prior to use by filling with saline and the balloon failed to inflate.

Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. It is expected that should an fms device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. It was reported that the nurse tested the balloon prior to use and did not use the product on the patient. No additional details are known at this time. A replacement product was sent to the user facility. A return sample for evaluation is not expected.